Manufacturer narrative:
The cobas 8000 - cobas e 602 module serial number is (B)(6). The field service engineer (fse) inspected the module and determined that the measuring cell channel had caused the event. He switched the assay to another measuring channel. He verified the module's performance with qc and precision checks.

Event description:
The initial reporter received a questionable elecsys hbsag ii result from one patient sample tested on the cobas e 602 module. The initial result from the analyzer was 0.33 cut-off index coi (non-reactive). The first repeat result from the analyzer was 1.09 coi (reactive). The second repeat result from another e602 analyzer result was 0.33 coi (non-reactive). No questionable result was reported outside the laboratory.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The field service engineer also verified that the measuring cell pathway's functions were working, flushed the flow path, and reseated the tubing. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.